Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) seven weeks ago and is able to get minimal inflation. The physician recommended to go home and cycle the device daily, but they are unable to inflate it. The patient feels that his scrotum is bruising but he has no pain/discomfort. The patient is only able to get a few pumps in before it becomes rock hard and they have to stop. No further information was provided.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.